Event description:
The complainant reported that a patient was implanted with an impella cp pump for mechanical circulatory support. Following an arterial repair in the iliac artery caused by ECMO placement, the utilized balloon became stuck on the impella catheter. In the process of removing the balloon, the impella was also pulled out and a dissection occurred in the axillary artery. An introducer was placed and the pump was re-advanced into position. The introducer was sutured into place for ongoing support. It was reported that the patient passed away the following day while on support. It is unknown if the dissection caused or contributed to the patient's passing.

Manufacturer narrative:
The device was not returned for evaluation. Upon conclusion of the investigation, a supplemental report will be submitted. As noted in the impella IFU: impella cp with smartassist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported vascular damage - peripheral vessel issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.